Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced leg pain and experienced trouble walking following the implant of the system. The patient underwent CT myelogram which showed no anomalies. The system was explanted and the patient started rehabilitation.